Event description:
It was reported that the patient experienced pain in her neck and severe headaches. She consulted with physicians and a CT-scan was done. The patient was told that the catheter had migrated to c4. The patient was scheduled for a revision. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).